Event description:
It was reported the patient experienced ineffective stimulation coverage. Next course of action is unknown. However, the patient reported she did not want to undergo another surgery. The ipg was reported in MFR report #1627487-2012-06831.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.